Event description:
Journal reference: roosen et al. "Analysis of surgical intrathecal (i.t.) Baclofen (itb) implant results emphasizing revision surgery in a mixed pediatric/adult population." Program and abstracts, child neurology society. P s121. The authors provided a retrospective review of revision surgery experienced for: primary implants (implanted at their institution) and operative revisions for cases originally implanted outside their institution. Since 2002, they treated 41 patients, 15 which required various revisions. Reportable event: 1 patient had intrinsic pump failure. No additional information provided.